Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump not delivering any insulin. Blood glucose level at the time of the incident was 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish to continue troubleshooting. Customer stated insulin pump not working properly. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify no delivery alarm and unexpected battery power loss anomaly due to blank display.